Event description:
Upon info received, a resident was found unresponsive on the floor next to her bed with her head between the bed frame and siderail at the head end of left side of the bed. The resident was dislodged and CPR and emergency treatment were administered.